Event description:
The customer called for assistance with performing a control test. The customer performed 2 control tests using 2 bottles of test strips with the same lot number. The results she received were 318 and 387 mg/dl. The normal control range was 108-148 mg/dl. No adverse events were alleged. The customer was advised to return both bottles of test strips and her meter for eval. Replacement products were sent to the customer.